Event description:
Related manufacturer reference number: 2017865-2022-22586, related manufacturer reference number: 2017865-2022-22589. It was reported that the patient presented for a follow-up in the clinic and had their pacemaker, right ventricular lead, and right atrial lead explanted due to infection. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.